Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Fifteen days after an atrial fibrillation paroxysmal procedure, a chest ultrasound was done and showed a pericardial effusion. The effusion was drained, and the patient is stable. There were no alleged performance issues with any abbott devices.